Event description:
Caller reported that insulin gauge displayed an amount different than expected, specifically showing 35 units instead of the anticipated 260 units. There was no adverse impact to the customer's blood glucose level. Caller was educated on the importance of using room temperature insulin when filling the cartridge and acknowledged the advice but opted to continue using the current cartridge and will follow up if necessary.